Manufacturer narrative:
The technician replaced all four brake casters and both hex rods to repair the stretcher.

Event description:
Information received indicates all four casters would continue to swivel after the brake was applied.